Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia. The customer blood glucose level was 24 mmol/l and 24.8 mmol/l. Customer did not want to troubleshooting. Customer stated that they were unsatisfied with insulin pump and sensor and was planning to return it. The device will be not returned for analysis.